Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that on saturday it was connected to the implant to make an adjustment; however, I received a message that the system is operating at maximum settings and therapy cannot be increased. The patient said that initially it was at 1. 5 ma on program 1, and now when connected, the setting is 0. 4 ma. The patient tried, after receiving this message, other programs, but still received the same message. When asked, the patient said that she had successfully connected and adjusted the setting the saturday before this past saturday. When asked, no medical procedures or tests had been done since a week ago or last saturday. I reviewed the meaning of the message and redirected it to a healthcare provider to further address the issue. The issue was not resolved through troubleshooting. The caller was redirected to follow up with a healthcare provider. The patient said that the last appointment with the healthcare provider was about two months ago.